Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not "capture". The caller was using a specific tester that technical support (ts) determined was not appropriate for the type of epg they were trying to test. Ts explained how to do a simple sensitivity test with a defibrillator tester and explained what "capture" meant. The epg is over 5 years old and will not be returned for repair. There was no patient involvement.